Event description:
It was reported when using the bd phoenix¿ nid a misidentification was reported. An isolate was collected from a blood sample and identified as salmonella enterica then it was identified as e. Coli by the maldi- tof. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary. This complaint is for misidentification of escherichia coli as salmonella enterica when using phoenix panel nid (catalog number 448007) batch number 3202514. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. To investigate, two retention panels each of the complaint batch were tested using qc and in house isolates e. Coli enf 11421, e. Coli a35218 and e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. All six panels tested returned e. Coli identification results. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed three additional complaints on batch 3202514, one of which is related to this defect and unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ nid a misidentification was reported. An isolate was collected from a blood sample and identified as salmonella enterica then it was identified as e. Coli by the maldi- tof. No health impact or consequence reported.